Event description:
Alaris infusion pump was alarming that line was occluded, opened the chamber to access the infusion tubing the bottom portion of the infusion tubing was disconnected from the safety clamp that was still attached in the infusion pump chamber. The tubing appeared to have broke. FDA safety report ID# (B)(4).